Event description:
It was reported the patient had a shocking or jolting sensation, following a position change. She noticed it when lying down and turned the stimulation down and the shocking sensation stops. The patient stated, since the internal neurostimulator (ins) was implanted, she felt stimulation in both legs and had pain in both legs. The patient stated the stimulation was only to help her left leg. However, since the ins was implanted, her right leg felt week and she felt pain. The patient stated she has had multiple reprogramming sessions and this was the best they have gotten the stim to work so far. The patient stated she had back surgery in 2003 and in 2005, in which the hardware was removed. The patient stated, due to the surgery, it made her left leg drag. The patient stated, she later got the ins which ended up making both her legs and back worse. The patient was referred to her health care professional. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer. (B)(4).